Event description:
The customer reported that when the companion 2 driver was plugged into wall air, which was within the specified pressure range of 50-80 psi, the air compressor seemed to turn off, but the air icon did not light up. This alleged failure mode poses no risk to the pt, because it does not affect the ability of the companion 2 driver to perform its life-sustaining functions. Since the reported issue has no pt impact, the customer has decided to continued to support the pt with this companion 2 driver. Syncardia has requested that the companion 2 driver be returned to syncardia for evaluation when the driver is no longer supporting the pt. The results of the investigation will be provided in a supplemental MDR.